Event description:
Pt was disagnosed with non-small cell lung cancer in 2004, initially treated with chemotherapy and external beam radiation. He had placement of two uncovered wallstents in 2005, one in the distal bronchus intermedius and another in the right mainstem bronchus. He subsequently developed obstruction of the right upper lobe from the stent and obstruction of the mainstem stent from tumor. This produced respiratory failure requring intubation and rigid bronchoscopy to remove the tumor/stent from the right mainstem bronchus.